Event description:
After a successful transfemoral procedure, upon removal of the 16fr esheath a large amount of blood was leaking from the mid portion of the sheath. The perclose device was then applied to obtain hemostasis. The patient was extubated in the room and transported in stable condition. After removal of the sheath, fluid was noted to be leaking from the mid portion of the sheath, while flushing on the back table. The access vessel minimum luminal diameter (mld) measured 7.0mm. The vessel was reported as mildly calcified and mildly tortuous. There was no difficulty inserting the sheath into the patient. The delivery system was inserted and valve deployed without issue.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. During visual inspection, more significant damage than originally reported was identified; a long liner fiber attached to liner was noted. Other damages noted during visual inspection included a kink approximately three inches proximal of the distal tip with liner stretching seen opposite of kink, a liner tear approximately six and a half inches from the distal tip, there was no distal tip damage or scratches on the sheath shaft, the seam was unfolded from the hdpe shaft (material stress indications along sheath shaft near liner), the long liner fiber mentioned above, liner delamination near the strain relief, and stretch lines along the liner were noted. During dimensional analysis, liner wall thickness measurements were found within specifications. No functional testing could be performed due to the condition of the returned device (seam expanded). The sheaths undergo multiple 100% inspections during manufacturing. During product verification testing, the liner is visually inspected for tears pre/post expansion test. An additional post seam verification testing is required in order to release the lot. No issues were found during review of the manufacturing records. The liner tear reported was confirmed with the additional higher severity damage of the liner tear fiber; however liner thickness measurements were within specification. There were mild levels of vessel calcification and tortuosity reported. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during retrieval of the delivery system. In addition, non-axial alignment during retrieval is a procedural factor that could also potentially contribute to this issue. This condition also likely contributed to the exposed fiber/liner shaving observed, which was not originally reported. Improper seam expansion was not reported but was confirmed based upon visual inspection. During engineering evaluation, evidence of severe liner stretching and unfolding from the hdpe material were noted. This failure mode has been previously recognized as ¿fit, form, and function¿ and does not interfere with the expandable portion of the sheath. The complaint was confirmed; however, the liner tear is not attributed to a manufacturing non-conformance and no IFU/training inadequacies were identified. Review of the information indicates that patient factors (vessel calcification) likely contributed to the liner tear. No corrective actions will be taken at this time.